Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient experienced a pulmonary bleed requiring intervention and hospitalization. The biopsied lesion was a ground glass lesion estimated to be 1cm in size and located in the superior right lower lobe. When collecting samples for cell block with cryo biopsy (cryroprobe 1.1), the physician observed blood coming up the ett. The ett was moved to the left main bronchus, but the physician did not have time to place a blocker. Attempts were made to control the bleeding by turning the patient on their side, then emergent interventional radiology (ir) and an angiogram was done. The bleed was embolized and the patient was stabilized. Estimated blood loss was 1 liter; it was unknown if a blood transfusion was provided. The patient was hospitalized and since the initial procedure, the patient has had 2 bronchoscopies. The first bronchoscopy (1 day after the procedure) revealed a small amount of blood and then the following day a bronchoscopy did not show any blood. The patient was extubated (3 days later). The patient was diagnosed with unspecified cancer. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.

Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A system log review cannot be performed because the system logs are not available. .